Manufacturer narrative:
(B)(4). Method: the complaint iw930 cosycot infant warmer is expected, but has not yet been returned to fisher & paykel healthcare in (B)(4) for evaluation, to determine if it had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw930 cosycot infant warmer had a crack in the lamp. A photograph provided by the hospital confirmed that the infant warmer head was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint iw930 cosycot infant warmer was not returned to fisher & paykel healthcare for investigation. Our investigation is thus based on photographs and information provided by the hospital, our knowledge of the product and previous investigations into similar complaints. Results: inspection of the photograph provided revealed crack lines on the uppercase of the infant warmer head. Conclusion: based on our investigations of previous similar complaints, it is likely that the cracking observed on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. Since the release of the subject warmer, we have changed the material of the head housing to a material that provides greater resistance to environmental stress cracking. The subject infant warmer is 16 years old and a reasonable level of wear and tear is expected. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base. Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. We have since revised our cleaning instructions to recommend specific proprietary cleaning products.

Event description:
A hospital in (B)(6) reported that an iw930 cosycot infant warmer had a crack in the lamp. A photograph provided by the hospital confirmed that the infant warmer head was cracked. No patient consequence was reported.